Manufacturer narrative:
(B)(4). Review of radiographic images showed an open l4-l5 tlif on x-ray and c-arm laterals showing good position. Follow up CT exial and sagittal reconstruct verifies loosening and displacement of the left l4 set screw. The device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior fixation. An unknown time post-op, the set screws backed out of the pedical screws. A revision surgery was required. No further patient complications were reported.